Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr and heart failure were cascading events of the reported slda. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024. Two mitraclip devices were implanted successfully reducing mr. On (B)(6) 2024 a second procedure was performed as both previously placed clips had detached from one leaflet. Two additional mitraclips were implanted reducing mitral regurgitation (mr) from grade 4 to 3.